Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint devices were received and evaluated. Visual observation reveals that the received anchor is broken transversally along the cancellous threads. This complaint can be confirmed anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. The IFU instructs using an awl-tap for this anchor. Using only an awl in a good, hard bone could lead to an increased risk of anchor breakage while inserting. There was no information reported on the tools used to prepare the bone. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot released to distribution. We cannot discern a root cause for this failure. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure of the knee, it was observed that the absorbable anchor device broke during insertion into the upper pole of the patella for the repair of the quadriceps tendon. According to the report, the anchor broke and the threads loosened the anchor. It was reported that the device was replaced and the patient did not have any complications. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.